Event description:
Complainant alleged that while attempting to treat a pt, the device displayed "check pads" and "poor pad contact" messages upon two attempts to defibrillator. The third attempt to defibrillate, the device discharge appropriately. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.